Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the ipg pocket site after having lost weight. Subsequently, surgical intervention was undertaken on (B)(6) 2018 during which the existing ipg was repositioned. The issue has resolved following the procedure.